Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that battery cap metal prong was loose. Customer stated that insulin pump had crack on back. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack at back of pump, label damage, and damaged battery cap). In addition, customer alleged pump receiving failed battery test alerts after inserting a new battery. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alerts noted when inserting a new battery or during testing. However, failed battery test alerts noted in the pump history on (B)(6) 2021 at 5:06pm, 5:09pm, 5:13pm, 5:40pm, 5:42pm, and 5:45pm. Moisture damage noted in pcb 1. In summary, customer allegation for cosmetic damage(cracked at the back of pump and label damage) was confirmed during visual inspection where cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label was noted. However, customer allegation for damaged battery cap was not confirmed after no damage noted at battery cap during visual inspection. In addition, customer allegation that pump received failed battery test alerts after installing new battery was not confirmed during testing/power management graph or when inserting new battery. Failed battery test alerts however, were noted in the pump history on (B)(6) 2021. Moisture damage was noted in the pcb 1 board. (B)(4).